Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from the video cable. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation of the b30 (scope communication error) error reported was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the video cable the water tightness was lost, because suction cylinder was shaved the suction volume did not meet the standard value, due to the damage on the video plug the connection of the video plug was abnormally heavy, due to deformation of the nozzle the water removal ability did not meet the standard value, the objective lens had a crack, the plastic distal end cover was shaved, the adhesive on the bending section cover rubber was detached, the connecting tube had a buckling, due to wear of the angle wire the bending angle in the up/down/left/right direction did not meet the standard value, due to wear of the angle wire the play of the up/down/right/left knob was out of the standard value, due to corrosion on the electrical contact of the video plug, a e216 (scope communication error) occurred, the light guide lens had a chip, the electrical contact of the video connector had corrosion, the protector of the video cable section had a cut, the universal cord had a scratch, the image guide protector had a scratch, the grip had a scratch, the control unit had a scratch, switch 1 was sticking, the suction cover had a dent, the switch box had a dent, the forceps channel port was shaved, and the light guide connector was sticky. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had angulation play, a b30 (scope communication error) error, and wrinkles in the connecting tube. The issues were observed during routine maintenance and there was no patient or procedure involved with this event. The device was returned to olympus for a device evaluation and found the nozzle, the connecting tube, and the bending section cover rubber had foreign objects attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.